Manufacturer narrative:
The device manufacturer date provided in the initial report, submitted april 13, 2017, was incorrect. The correct device manufacturer date is october 8, 2013. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The heater-cooler 3t was received at livanova (B)(4) on (B)(6) 2017 to undergo the deep disinfection process. The procedure was completed on (B)(6) 2017 with final sampling result 0 cfu/ml. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the facility has followed the cleaning and disinfection procedure as described in the instruction for use (IFU). The customer reported that the device was placed inside the operation room during use. The facility plans to send the device to livanova (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that mycobacterium chimaera was cultured from water samples taken from the heater-cooler system 3t. There is no known patient involvement.